Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a distributor via sems that an ar-4068-45l suture lasso tip broke off in the cannula. This was discovered during a case, device breaks during use. Per facility: ".suture lasso sd 45 degree curve being used in knee surgery- 1 inch piece of tip with curve broke off the cannula. It was retrieved, nothing was left in the patient's knee. Another set was opened and used without any concern.".

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.